Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the black box showed 052 and 054 call service alarms. The pump powered on and was exercised for 24 hours with no call service alarm. The complaint was not duplicated during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-052 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.